Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2011 the patient underwent the following surgery: left l5-s1 microdiskectomy to treat left l5-s1 disk herniation. On (B)(6) 2012 the patient underwent the following surgeries: 1. Partial vertebrectomies of l5 and s1, 2. Fusion, l5-s1, 3. Anterior spacers x 1, 4. Anterior instrumentation l5,s1, 5. Auto graft, bone morphogenic protein, allograft. Op notes: intraoperative x-rays revealed accurate location of the l5-s1 disk space. A 14mm spacer was inserted gaining good purchase on the endplates and this was fixed with 15mm screws which were drilled into l5 and s1. These obtained adequate purchase. Intraoperative x-rays revealed accurate location of the implants. Bone morphogenic protein impregnated collagen sponges were mixed with autograft from partial vertebrectomies from the decompression in the back of the disk space and mixed with allograft as well and then packed within the center as well as around the spacer to enhance arthrodesis. On (B)(6) 2012 the patient underwent the following surgeries: 1. Revision laminotomies of l5 and s1, 2. Fusion l5-s1, 3. Instrumentation l5-s1, 4. Autograft, 5. Epiduarl catheter placement to treat lumbar spondylosis and disc degeneration. Patient alleges unspecified injury due to the use of rhbmp-2